Manufacturer narrative:
This report is being submitted to provide additional information in b5, d8/d9, h6: health effect - clinical code, health effect - impact code, type of investigation, and updated information in g1, g3. Complaint confirmed. One unpacked ar-12990 serial/batch number (B)(6) was received for evaluation. Visual evaluation noted that the top jaw of the instrument was broken off. No functional testing was performed because of the damage to the instrument. The reported condition is most likely caused by user error overstressing a device damaged naturally and inevitably due to normal wear or aging. Device manufactured date 2020.

Event description:
Additional information was received on 11/10/2023: all broken fragments were retrieved from the patient. There was a 30-minute delay in the procedure, which was discovered during a meniscal root repair procedure on (B)(6) 2024. The case was completed by performing a posterior incision, and the fragment was retrieved from the patient. This issue had no adverse effects on the patient.

Event description:
On 11/7/2023, it was reported by a sales representative via sems-06393900 that an ar-12990 knee scorpion top part of the jaw broke before the hinge and were able to retrieve the fragments from the patient. This was discovered during an unspecified procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.